Event description:
It was reported the during an unknown procedure, the distal end cover of the subject videoscope fell off inside the patient. The procedure was completed with a similar device. There is no further information if the distal end cover was successfully retrieved. There were no reports of patient harm.

Manufacturer narrative:
This report is related to (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2025-00010. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Event description:
No additional information received from customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.